Event description:
It was reported that during a shoulder arthroscopy firstpass loaded, and the pass was not connect and broke into the patient, pieces were removed from patient. A delay of more than 30 minutes happened. Back-up device available to complete the procedure. No patient injuries reported.

Manufacturer narrative:
The reported needle and suture capture device, intended for use in treatment, was returned for evaluation. A relationship between the devices and reported incident was established. From the information provided, ¿during a shoulder arthroscopy firstpass loaded, and the pass was not connect and broke into the patient, pieces were removed from patient.¿ customer¿s complaint was confirmed. Device returned were pieces #3 needle unloader, #4 suture capture trap unloader, needle and broken suture capture. The device cannot be tested as the suture capture is broken and the needle loader is not available. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) incorrect suture trap loading (2) excessive force. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.